Event description:
It was reported that when both devices are on the patient ¿walks funny.¿ this has been going on since the second device was implanted. She usually only has one device turned on. It was known that the lead was ¿misplaced¿ (not in the right spot) and not in the vim. In 2007 the patient had analysis by a neurologist with a MRI which showed the lead was slightly off positioned in the brain which caused the walking trouble. The device does work great for her hands and tremor. She does really well both devices and only uses therapy when she was home but not when sleeping. The battery longevity calculated >120 months for the right side. Impedance measurements were 834ohms. The patient was not interested in a revision and the patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387-40, lot # j0120822v, implanted: (B)(6) 2003, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 748240, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0118540v, implanted: (B)(6) 2002, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).